Event description:
While troubleshooting an unrelated event, the field service engineer (fse) discovered failing latron primer on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device manufacture date was found to have been entered incorrectly in the initial report, and is corrected in this report. The blood sampling valve (bsv) was returned to beckman coulter (bci) and evaluated. The inspecting engineer observed that the bsv had no visible damage or defect. To verify performance, the part was cleaned and tested per procedure by bci manufacturing; the bsv was found to be functioning properly. Additionally, the reported issue of a high latron primer count could not be duplicated.

Manufacturer narrative:
The fse reported a failure of the blood sampling valve (bsv), which was attributing to the latron primer issue. The fse replaced the bsv and the diff shear valve (cvl85/126) to resolve the latron primer errors. The bsv aspirates and segments sample for analysis. The repairs were verified per established service procedures. (B)(4).